Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection found the device to have damaged enclosure, front cover, tank cover, and line cord. Tank was filled with water, attached temp check, plugged in line cord, and turned on power switch. Water was noted to be leaking from a crack in the enclosure by the drain fitting, confirming the reported customer complaint. The problem source has been determined to be unknown.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer leaked from the reservoir. No adverse effects were reported.